Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer's blood glucose value was 28 mg/dl, 31 mg/dl, 76 mg/dl and 130 mg/dl. The customer stated that insulin pump had cosmetic damage. The customer was treated with sugar and juice. Customer was using automode. Product will not be returned device for analysis.